Event description:
The pt stated that, while removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod in the cartridge chamber. He stated that some insulin spilled into the compartment. During troubleshooting with a co rep, the plunger was detached from the piston rod. The pt was instructed to dry the compartment with a cotton swab. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod was requested to be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.